Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument white teflon pad fell off after 30 minutes. No fragment fell into the patient. The customer completed the procedure and no known impact or patient consequence was reported.